Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 26-dec-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and on the same day had knee pain/swelling really bad along with bad pain/ pain on the left side of the right knee, knee swelling/ swelling really bad along with bad pain/right knee is still swollen badly/swelling was about 3 inches more than normal/both knees had swelling, but the right knee was worse and could not walk and was hopping. Also device malfunction was identified for the reported lot number. Patient had previously used euflexxa using 3 injection series without any problems about every 6 months. Patient only take medication for heartburn. Patient had no allergies. No medical history or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once into both the knees for knee pain (batch/lot number: 7rsl021 and expiry date: unknown). The area was cleaned with a topical disinfectant, but no other products were injected. The physician provided the injection and opened the package in front of her. Patient came home and iced the knees that afternoon and night. That night, they started swelling really bad along with bad pain. On the same day, patient could not walk, had swelling and pain and was hopping and using a cane. Patient stayed in bed the next day. Patient had not had the one injection before and thought might be this was how the one shot looked. Patient was going on a cruise on (B)(6) 2017 and could not get in the 3 injection series in time. After a couple of days, the pain began to ease up a bit. The right knee was still swollen badly and she has pain on the left side of the right knee. She said the swelling was about 3 inches more than normal. The night of the injection, patient pain was a 10 and now, about a 5 on a scale of 0-10, with 10 being the more intense pain. Both knees had swelling, but the right knee was worse. Patient has some slight pain still on the inside of the left knee. Patient was able to bear weight now, even though it still hurts to bear weight. Patient did not receive any treatment or go to her physician during this time, other than icing the knees. Patient was in overall good health, no allergies, not on immunosuppressants, and does not have any prosthetic devices. No fever was reported. Corrective treatment: using a cane for could not walk and was hopping; icing the knees for knee pain/swelling really bad along with bad pain/pain on the left side of the right knee and knee swelling/swelling really bad along with bad pain/right knee is still swollen badly/swelling was about 3 inches more than normal/both knees had swelling, but the right knee was worse; not reported for device malfunction outcome: recovering for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for device malfunction and could not walk and was hopping pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced knee pain, swelling, could not walk and was hopping. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.